Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient was implanted with a low-profile gore excluder aortic extender component (pla280300/14042969) as part of an endovascular aortic repair. According to the report, the device moved proximally of its intended site upon deployment by 1.5 cm, covering the renal arteries and part of the superior mesenteric artery (sma). Attempts to correct the unintentional coverage of the branch vessels using endovascular techniques were unsuccessful. Procedural angiography showed that the sma was still partially patent. The physician elected to conclude the procedure. On the same day, the patient underwent dialysis catheter placement, with therapy to begin soon thereafter.